Manufacturer narrative:
Additional product code: hwc. The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn. Device was used for treatment, not diagnosis.

Event description:
Synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent an open reduction internal fixation (orif) surgery for the distal radius end fracture in the right arm on (B)(6) 2018, during the surgery,a guiding block for two-column distal radius plate was mounted to the variable angle lcp two-column volar distal radius plate(sterile) by turning the attachment screw with an unknown driver. The screw continued to turn even the block has already been fixed to the plate and the block is unable to be detached from the plate. The surgeon used another an unknown new plate and fixed it to the bone without using a guiding block. The surgery was delayed by less than 30 minutes. Surgical procedure was successfully completed. There was no adverse consequence and patient outcome is stable. This complaint is for one (1) 2.4mm ti va-lcp 2-col dstl rad pl nrw 6h hd/3h shaft/rt-ster . Concomitant devices reported: unknown screwdrivers (part # unknown, lot # unknown, quantity 1) . This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Added therapy date. Part 04.111.530s, lot l966022: manufacturing site: (B)(4). Release to warehouse date: july 23, 2018. Expiry date: july 01, 2028. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: the device was found in a good condition. The threaded hole, which is intended for the connection between the plate and the guiding block, is badly damaged. Furthermore we found that the anodized layer of the damaged hole has disappeared completely in some areas showing that the plate came in contact with a metallic part. The relevant feature is deformed in a manner which prevents accurate function check with a corresponding demo counterpart. The relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Our investigation has shown that the complaint condition is confirmed. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. Also we did not receive the involved guiding block for investigation which makes a final determination very difficult. Multiple factors could have led to the damage at the plate, such as wrong torque or angulation issues while tightening. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's as the damage was clearly caused post manufacturing and is use related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.